Event description:
During a pfa af procedure, a fluid/blood leak was noted. The 13f agilis sheath had been properly flushed and prepared and the dilator had been inserted into the introducer. When attempting to advance the system into the body, there was some resistance, and it was noticed that fluid/blood was leaking out of the back of the handle. When the physician aspirated, there was air coming out, despite proper flushing prior. The physician thought that there might have been a hole within the device, and a new device was pulled. The procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Additional information b5, d9, g3, g6, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a pfa af procedure, fluid and air leaks were noted. The 13f agilis sheath had been properly flushed and prepared and the dilator had been inserted into the introducer. When attempting to advance the system into the body, there was some resistance, it was noticed that fluid/blood was leaking out of the back of the handle. When the physician aspirated, there was air that was coming out, despite proper flushing prior. The physician thought that there might have been a hole within the device, and a new device was pulled. The procedure was successfully completed with no adverse patient consequences.